Manufacturer narrative:
Analysis found that the handpiece would not turn due to the rear bearings were corroded. Cannot pre-temperature test the handpiece. Repaired, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that a handpiece was getting too hot prior to use. There was no patient impact.